Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligner that the pain got so bad that they could barely chew. The patient said that the bottoms never really fit and at times they couldn't even get them on.